Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts when the lid was opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts when the lid was opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient, if needed. There was no patient involvement reported with the event.